Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Pump supplies were changed. Reportedly, customer wore the pump against the skin. Tandem technical support (cts) advised the customer to wear the pump away from the skin. Customer also experience an elevated bg (value not provided). Customer declined cts¿s offer to troubleshoot or provide further information.